Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the patient was already hospitalized with heart failure and multiple comorbidities. The patient had severe functional mitral regurgitation (mr) with an mr of 4. Although the patient health status was considered very serious, the decision was made to proceed with the mitraclip procedure. Sometime during the procedure while the steerable guide catheter and the clip delivery system were in use the patient suffered lung congestion and lost blood pressure and died. The cause of death was confirmed to be pulmonary congestion. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device and no device issue was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. The reported patient effects of death, hypotension and pulmonary edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. An abbott vascular medical affairs director reviewed this event and concluded that the case was a last resort attempt to treat mitral regurgitation in a patient with a very serious clinical condition. The mitraclip procedure was attempted; however, a sudden deterioration of the clinical state occurred with lung congestion and hemodynamic compromise leading to death. Death was due to underlying condition and not device. Based on the information reviewed, the reported death was due to the pulmonary congestion; however, a definitive cause and a relationship to the device for the hypotension and edema could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.